Manufacturer narrative:
The reported complaint that when the icy catheter (lot 216403) was inserted over the guidewire, the catheter got stuck and could not be inserted into the femoral vein was confirmed during functional testing of the returned icy catheter. During the attempt to test the returned guidewire with the returned catheter, it was observed that the guidewire was completely damaged, severely kinked at multiple points along its length, and it was not possible to advance the catheter over the guidewire. The likely root cause of difficulty advancing the catheter was due to the kinked guidewire, likely attributed to user handling. Visual inspection of the returned catheter was performed. There was no kink, and no physical damage was found on the catheter. No damage was observed on the balloons. Blood residue was observed on the balloons and luered tubings. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leak and no issues were found. The catheter functioned as intended. During functional testing, the returned guidewire was attempted to be tested with the returned catheter. However, due to the observed kinks on the guidewire, further testing could not be performed due to the condition in which the guidewire was received. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted through the central lumen of the catheter, starting at the catheter tip, and exited through the distal infusion luer port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 216403.

Event description:
The customer reported the catheter insertion site was dilated and the icy catheter (lot 216403) was inserted over the guidewire (lot 216403), but the catheter got stuck and could not be inserted into the femoral vein. The catheter was removed without issue after it failed to advance. A new catheter was inserted into the femoral vein to continue therapy. A new guidewire was used for the insertion. No patient injuries were reported.